Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient reported called for assistance with changing the insulin cartridge and priming the infusion set. She stated her blood glucose has been elevated up to 580 mg/dl since two days ago. Her normal blood glucose range is 125-140 mg/dl. She injected insulin via syringe to lower her blood glucose. She switched to her backup infusion device using the same accessories and her blood glucose returned to normal. Troubleshooting did not reveal any product issues. Upon follow up nine days later, the patient stated that her blood glucose returned to normal while using her primary infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.